Event description:
On (B)(6) 2019, a 30mm amplatzer pfo occluder was selected for implant. During deployment, the left atrial disc did not lay flat against the septum and was bloated.the device was exchanged for another 30mm pfo and the procedure was completed successfully with no adverse patient consequences.

Manufacturer narrative:
The reported event of a round, "bloated" deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of deformation upon initial deployment has been investigated and a resolution plan aimed at addressing enhanced loading techniques as well as improved in-process inspection that better represents how a device is loaded and deployed during clinical use are being implemented.